Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker tripped a lead safety switch (lss). A review of device diagnostics was performed. The lead impedance values had been fluctuating. Noise and oversensing were observed on stored episodes after the lss had occurred. The noise was not able to be recreated during in-office testing. The lead was left programmed to a unipolar configuration as this configuration yielded the best threshold values. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.